Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, the clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: at what firing were the clips malformed? ---the information was not provided from the hospital. What was the shape of the clip? ---the information was not provided from the hospital. Was there any twisting or torquing of the jaws when firing the device? --- the information was not provided from the hospital. Did the primary care surgeon fire the device? --- the information was not provided from the hospital. Did the malformed clip stay on the tissue or fall into the patient? ---no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.